Event description:
It was reported that pump housing around usb port was damaged, screws no longer held surrounding plastic in place, pump could no longer be guaranteed watertight, and damage prevented normal charging, though pump had not shut down and caller was unsure how damage occurred. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place damaged pump in storage mode and return it within 10 days using prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.